Event description:
It was reported that while preparing for a line change for the bivalirudin infusion and attempting to pre run infusion, the clinician encountered constant air in line alarms although no air noted in tubing. The clinician changed the pump module and continued to encounter constant air in line alarm with new module. Clinician proceeded to prime new tubing - issue resolved with no further alarms noted with new tubing. There was patient involvement but no harm. The customer later provided the following information on 2 march 2026. The date of event was 24 february 2026 and occurred at 0900. The routine order of bivalirudin was ordered at a rate of 3.6ml/hr with a volume to be infused of 86.4ml and a concentration of 1mg/1ml. The pump continually alarmed for air in line and did not appear to infuse anything.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while preparing for a line change for the bivalirudin infusion and attempting to pre run infusion, the clinician encountered constant air in line alarms although no air noted in tubing. The clinician changed the pump module and continued to encounter constant air in line alarm with new module. Clinician proceeded to prime new tubing - issue resolved with no further alarms noted with new tubing. There was patient involvement but no harm. The customer later provided the following information on 2 march 2026. The date of event was (B)(6) 2026 and occurred at 0900. The routine order of bivalirudin was ordered at a rate of 3.6ml/hr with a volume to be infused of 86.4ml and a concentration of 1mg/1ml. The pump continually alarmed for air in line and did not appear to infuse anything.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the complaint about the constant air in line alarms, although no air was observed in the tubing was not confirmed as no devices and administration set were returned for investigation. No devices and administration set were returned for this investigation; therefore, inspection and testing could not be performed. A log analysis could not be performed because no devices or logs were returned for investigation; however, the facility provided the dataset from the time of the event. The pcu dataset was received and reviewed during the investigation. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Root cause: the root cause of the reported constant air in line alarms, although no air was observed in the tubing, could not be determined because the devices and administration set were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.